Event description:
It was reported that the device failure to be interrogated trough remote transmission. Patient experienced bradycardia and shortness of breath due to the device failure to pace. Subsequently the patient presented to the clinic where the device failed to be interrogated again. Premature battery depletion was suspected. The device was explanted and replaced. Patient is in stable condition after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.